Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was unable to charge their device due to charger issues. In turn, the ipg became inoperable. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced. There were no complications during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.